Manufacturer narrative:
Assuming worst case during surgery, air bubbles observed at the probe, may cause injury to the patient, hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). This complaint occurred during surgery. Since the bubbles are formed by the cutter during the surgery which can lead to microbial infection, this complaint is concluded as reportable. No sample was returned, therefore unable to confirm this complaint. (B)(4). All available information has been provided. This complaint has now been closed.

Event description:
A report has been received that has reported the following incident: "the (B)(4) distributor filed a complaint that the cutters released bubbles during the surgery.